Manufacturer narrative:
Reliability analysis inspected one random opened/used enlite sensor and performed continuity resistance test. The sensor passed per specifications. Performed bicarbonate buffer test and the sensor passed with accurate readings.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she had been running into issues with the sensors. Customer mentioned going through 4 sensors. Customer was not calibrating and stated that it was several points off from where it should be. Customer stated that the threshold suspend alarm went off below 60 mg/dl but her blood glucose was above 200 mg/dl. Customer talked to an educator and changed the sensor. Customer noticed that the readings were very far off before the calibration error and change sensor alert. Customer was advised to remove and change out the sensor. Customer will be shipped 3 replacement sensors. Customer was advised to reset the sensor.